Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial in liquid with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and stains on the lens. Dimensional and functional inspection found the lens to be within specifications. D4- expiration date: 31-dec-2021. H6 - device code 1494: off-label use (over 45yrs of age at date of implant). B5 - the cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicm5_12.1, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.